Event description:
It was reported that the patient had a large tear in the modular cable and damage to the white power cable. The controller and modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code:(B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿damage to the white power cable¿ was confirmed with the provided reference photo. The provided reference photo captured the damage strain relief on the white power cable. It was noted there was visible green/blue fluid. Previous complaint history determined the green/blue fluid substance was the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. Review of the log file revealed the system operated within the patient speed limit (5,500 rpm) and low speed limit (5,300 rpm). Routine power cable disconnect alarm events were captured relating to normal power exchanges. Event details indicated the system controller was exchanged. Additional information communicated on 03oct2022 indicated no products are returning for an evaluation. A root cause that attributed to the damaged strain relief could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 02dec2018. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.